Manufacturer narrative:
The device has been returned and evaluated by product analysis on 16-sep-2019 with the following findings: the keypad was found to be cut and torn between up and contrast buttons. No other damage to keypad was observed. The down arrow and up arrow button responded appropriately to button presses. The contrast button contact was found to be inverted. The contrast button has no effect on insulin delivery function. The keypad was removed and no evidence of contamination was found under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the keypad buttons were slow to respond and the keypad was torn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.